Event description:
Vague voice message received from sales representative reporting that during an unknown surgical procedure, the blood set occluded 3 times and "would not run." It was reported that this was a critical situation and the patient did not survive the surgery. Follow up with materials contact confirmed this report, but additional information was unable to be obtained. Risk management was also unaware of report.